Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent foreshortening occurred. Vascular access was obtained via the femoral artery. The 3.25mm, eccentric target lesion with a bend of between 45 and 90 degrees was located in the left anterior descending (lad) artery. A 3.00 x 28 synergy¿ drug-eluting stent was deployed to treat the lesion. However, post deployment, it was noted that the stent was shorter compared to the balloon markers. Subsequently, a 3.5 x 16 synergy¿ drug-eluting stent was used to cover the vessel and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. A review of the batch manufacturing records found that the crimped stent positioning on the balloon and the recorded measurement between the proximal markerband and distal markerband is within specified limits. A visual and tactile examination found no issues with the hypotube shaft profile, the bumper tip of the device and the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent foreshortening occurred. Vascular access was obtained via the femoral artery. The 3.25mm, eccentric target lesion with a bend of between 45 and 90 degrees was located in the left anterior descending (lad) artery. A 3.00 x 28 synergy drug-eluting stent was deployed to treat the lesion. However, post deployment, it was noted that the stent was shorter compared to the balloon markers. Subsequently, a 3.5 x 16 synergy drug-eluting stent was used to cover the vessel and the procedure was completed. No patient complications were reported and the patient's status was stable.